Manufacturer narrative:
Approximate age of device ¿ 1 year, 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The patient remains ongoing on lvad support and no further issues have been reported. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2015 for a gastrointestinal bleeding workup. The patient had dark stools and a low hematocrit level. A capsule study performed on (B)(6) 2015 revealed bleeding in the proximal duodenum. Exact treatment provided was unknown. The patient was already off of aspirin. Octreotide therapy was initiated. The patient continues to be monitored. It was noted that the lvad was functioning as expected.